Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Information received indicated the screws were used off-label in this patient for an ulna shortening surgery. Based on the information received regarding the usage of the screws, this is consistent with off-label use.

Event description:
Ulna shortening off-label use. It was reported that the surgeon requested cocr screws for an ulna shortening surgery. Cocr screws are not currently validated for systems other than elbow plating system and wrist spanning plate. This is off-label use of the screws. The surgery was successfully completed with no delay. No adverse patient consequences were reported. This report is related to report numbers 3025141-2023-00399, 3025141-2023-00401 and 3025141-2023-00402 for the other screws involved in this event.